Event description:
The customer reported a loss of cine functionality. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. No death or serious injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine hard drive. The system operates as intended.